Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer, "flickering video", could be confirmed. The cause of the error can be attributed to a broken video connector due to external mechanical impact on the housing. Therefore, the video connector became intermittent connection on the office link camera socket. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, flickering video after coming in from a previous repair. No patient involvement. No death or (unanticipated) serious deterioration in state of health reported.